Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 227 mg/dl. The customer was asked if she recalls any significant events leading the alarm. The customer said that she was working, may have pushed up against something while at work. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.